Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that rv lead has high out of range pacing impedances. Noise was seen but was not able to be reproduced. An x-ray revealed that the pin was not fully inserted in the header of the device. No intervention has been taken yet.